Event description:
A patient reported blood glucose results of 231 mg/dl and 166 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications. A walk through test was performed and the pt obtained results of 238 mg/dl and 239 mg/dl.